Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed records from dates (B)(4) 2013 thru (B)(4) 2013. The data revealed evidence of one unexplained power on reset event on (B)(4) 2013. A battery and cartridge change had occurred during this power on reset event. On investigation, the pump powered on properly using the returned battery cap. The pump was exercised for 24 hours without any interruption in power and no errors, alarms or warnings. There was no damage to the pump or the battery cap. There was no moisture in the pump. Components were within required specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.